Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site. The entire system was explanted; however, no explanted products were returned for analysis. The patient was given oral antibiotics to address the issue. The infection has cleared. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported that the patient presented with an infection at the ipg site. Oral antibiotics were given. As a result, surgical intervention was undertaken at an unknown date wherein the scs system was explanted to address the issue. It was also reported that the infection has cleared.

Manufacturer narrative:
Date of event is unknown. Date of explant is unknown.